Manufacturer narrative:
PMA/510k: (B)(6) 2019. Date of report: (B)(6) 2019. The customer refused device repair so no service technician evaluated the device. The customer found other channels to repair the ventilator. The ventilator is back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. Therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16oct2019.

Event description:
The customer reported a touch screen failure. There was no patient involvement.